Manufacturer narrative:
Investigation summary: one sample was returned for analysis. Sample had silicone pooling on the stopper, however no mold or oil was present on or inside of the syringe. This is likely an isolated incident where the silicone gun put more than intended amount of silicone inside of the syringe. A definitive root cause is unknown. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: root cause unknown, likely an isolated incident where the silicone gun put more than intended amount of silicone inside of the syringe.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with foreign matter. There was no report of injury or medical intervention.